Event description:
Info received that the brakes were setting but would swivel when pushed from side. No injury reported.

Manufacturer narrative:
Technician found that the brakes were setting but would swivel when pushed from side. Brake casters and linkage were worn. Replaced brakes casters and brake linkage to resolve this issue. Stretcher located en ER.